Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure with a farawave pfa catheter to treat paroxysmal atrial fibrillation, the patient passed away. The ablation procedure lasted about 50 minutes and included pulmonary vein isolation, posterior wall, superior vena cava ablation using a basket catheter, and cavotricuspid isthmus (cti) ablation with a farawave catheter, following the standard lesion set (approx. 80 lesions) per the physician. Prophylactic intravenous nitroglycerin (1 mg) was administered as usual for the cti line. There were no clinical symptoms of spasm, no electrocardiogram (EKG) changes, and no hemodynamic changes. Vascade was used to close the access site. The physician mentioned that 2-3 liters of intravenous fluids were administered during the procedure as part of his standard of care. The ablation procedure contained "only a few lesions" and was completed successfully. The patient did not have a history of coronary artery disease. In recovery, the patient complained of abdominal and back pain but remained hemodynamically stable. She was kept overnight, and a computed tomography scan showed no significant findings. She received narcotics for pain management. Her blood pressure was low-normal, with systolic readings in the 90-110s, and she maintained normal sinus rhythm in the 70s. There were no EKG changes, and an echocardiogram showed normal left ventricular (lv) function. However, she was noted to have crackles on pulmonary examination and required supplemental oxygen. At 4 pm the next day, she became acutely obtunded and was transferred to the intensive care unit, where she was intubated and placed on three pressors: norepinephrine, levophed, and epinephrine. She appeared to have right ventricular (rv) failure, and the lv was underfilled on echocardiogram. The patient was transferred to the cath lab for a potential rv impella device but unfortunately passed away. The autopsy revealed no significant findings, and microscopic pathology is still pending. There is no clear etiology for her clinical decompensation, and at this time, there is no evidence suggesting it was device-related according to the physician.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The ablation procedure contained "only a few lesions" and was completed successfully. It was mentioned that the patient experienced right ventricular infarction and takotsubo cardiomyopathy post procedure. The cause of death was not reported and an autopsy is expected to be completed. The physician did not suspect that the patient's passing was device related. Additional information received indicates the procedure was performed on (B)(6) on an approximately 65-year-old woman with a history of hypertension, no coronary artery disease, and a prior cavotricuspid isthmus (cti) ablation three years ago. She had a history of paroxysmal atrial fibrillation detected on an implantable loop recorder with a symptomatic burden of 3-4%. The procedure lasted about 50 minutes and included pulmonary vein isolation, posterior wall, superior vena cava ablation using a basket catheter, and cti ablation with a farawave catheter, following the standard lesion set per the physician. Typically, around 80 lesions are created. Prophylactic intravenous nitroglycerin (1 mg) was administered as usual for the cti line. There were no clinical symptoms of spasm, no electrocardiogram (EKG) changes, and no hemodynamic changes. Vascade was used to close the access site. The physician mentioned that 2-3 liters of intravenous fluids were administered during the procedure as part of his standard of care. In recovery, the patient complained of abdominal and back pain but remained hemodynamically stable. She was kept overnight, and a computed tomography scan showed no significant findings. She received narcotics for pain management. Her blood pressure was low-normal, with systolic readings in the 90-110s, and she maintained normal sinus rhythm in the 70s. There were no EKG changes, and an echocardiogram showed normal left ventricular (lv) function. However, she was noted to have crackles on pulmonary examination and required supplemental oxygen. At 4 pm the next day, she became acutely obtunded and was transferred to the intensive care unit, where she was intubated and placed on three pressors: norepinephrine, levophed, and epinephrine. She appeared to have right ventricular (rv) failure, and the lv was underfilled on echocardiogram. The patient was transferred to the cath lab for a potential rv impella device but unfortunately passed away. The autopsy revealed no significant findings, and microscopic pathology is still pending. There is no clear etiology for her clinical decompensation, and at this time, there is no evidence suggesting it was device-related according to the physician. It was further reported that an autopsy was completed which reflected no significant coronary artery findings, no inflammation and no necrosis. There was extensive fibrosis. Thus, all data points to an underlying chronic rv condition and not to any acute effects of pfa. The adverse event is procedure but not device related.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The cause of the reported event was determined to be related to the "incorrect product for intended use" the user did the procedure in cavo tricuspid isthmus (cti). The IFU only indicates the device for use for pulmonary vein isolation. Death is a complication of the procedure foreseen in the instructions for use of the farawave catheter. It should be mentioned that the complication of death could be due to different causes according to the information provided, such as the off-label use of the device that was used in anatomical areas such as posterior wall (pw), superior cava vein (scv) and cavo tricuspid isthmus (cti) exacerbating complications that can trigger the complications of cardiomyopathies, myocardial infarction. No quality or manufacturing deficiencies were alleged leading to the adverse event reported to the bsc, and the device has not been returned for testing at this time. The exact cause of the patient's death is unknown.

Manufacturer narrative:
Correction to update device code from a24: adverse event without identified device or use problem to a2304: off lable. Use the cause of the reported event was determined to be related to the "incorrect product for intended use" the user did the procedure in cavo tricuspid isthmus (cti). The IFU only indicates the device for use for pulmonary vein isolation. Death is a complication of the procedure foreseen in the instructions for use of the farawave catheter. It should be mentioned that the complication of death could be due to different causes according to the information provided, such as the off-label use of the device that was used in anatomical areas such as posterior wall (pw), superior cava vein (scv) and cavo tricuspid isthmus (cti) exacerbating complications that can trigger the complications of cardiomyopathies, myocardial infarction. No quality or manufacturing deficiencies were alleged leading to the adverse event reported to the bsc, and the device has not been returned for testing at this time. The exact cause of the patient's death is unknown.

Event description:
It was reported that following a pulse field ablation (pfa) procedure with a farawave pfa catheter to treat paroxysmal atrial fibrillation, the patient passed away. The ablation procedure lasted about 50 minutes and included pulmonary vein isolation, posterior wall, superior vena cava ablation using a basket catheter, and cavotricuspid isthmus (cti) ablation (off-label use) with a farawave catheter, following the standard lesion set (approx. 80 lesions) per the physician. Prophylactic intravenous nitroglycerin (1 mg) was administered as usual for the cti line. There were no clinical symptoms of spasm, no electrocardiogram (EKG) changes, and no hemodynamic changes. Vascade was used to close the access site. The physician mentioned that 2-3 liters of intravenous fluids were administered during the procedure as part of his standard of care. The ablation procedure contained "only a few lesions" and was completed successfully. The patient did not have a history of coronary artery disease. In recovery, the patient complained of abdominal and back pain but remained hemodynamically stable. She was kept overnight, and a computed tomography scan showed no significant findings. She received narcotics for pain management. Her blood pressure was low-normal, with systolic readings in the 90-110s, and she maintained normal sinus rhythm in the 70s. There were no EKG changes, and an echocardiogram showed normal left ventricular (lv) function. However, she was noted to have crackles on pulmonary examination and required supplemental oxygen. At 4 pm the next day, she became acutely obtunded and was transferred to the intensive care unit, where she was intubated and placed on three pressors: norepinephrine, levophed, and epinephrine. She appeared to have right ventricular (rv) failure, and the lv was underfilled on echocardiogram. The patient was transferred to the cath lab for a potential rv impella device but unfortunately passed away. The autopsy revealed no significant findings, and microscopic pathology is still pending. There is no clear etiology for her clinical decompensation, and at this time, there is no evidence suggesting it was device-related according to the physician.